Event description:
The customer alleges the blade will not come on once it is engaged with the handle. There was no patient harm reported. Note: defect detected during intubation

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.